Event description:
The customer reported a bag that ruptured upon thawing. The patient was treated with backup material. For the cryomacs freezing bag 250 batch: 7220400221, with regard to the complaint, no deviation concerning the manufacturing process occurred. No anomalies occurred during the process. The complaint rate for this failure of this lot is below (B)(4). For investigation a filled questionnaire and pictures were available. According to the questionnaire the following investigation and statements could be made: the event were observed during thaw. The customer did use metal cassettes for freezing, but not for storage. A controlled rate freezer was used. An overwrap bag was not used for freezing. The filling volume was 65 ml (30 - 70 ml are recommended). The freezing bag was stored in the vapor phase of ln2 as intended. According to the pictures the bag cracked at the edge at the upper part of the bag near one of the spike ports and the bag label pocket. According to the crack pattern it cannot be excluded, that an air bubble was trapped at the cracked part of the bag. The issue is likely caused by physical stress, e.g. Mechanical impact during handling in combination with an improper user handling during the freezing procedure. It is suspected, that an air bubble has been trapped inside the bag at the cracked part of the bag. Air should absolutely be avoided in the sealed freezing bags as it will expand after the freezing process and may cause a bag breakage. According to the questionnaire no overwrap bag was used and a metal cassette was only used for freezing, not for storage, which are deviations from the recommended freezing process.

Manufacturer narrative:
Imdrf a code 3191: "opening causing substantial loss of material after thawing".